Event description:
While using a byte day aligners, patient reports that their bite has shifted back, and their gums have fallen out. That their front 2 teeth have a massive gap in between with one front tooth protruding forward. The patient last aligners are from 2021 and they have not checked in since (B)(6) 2021. The retainer was never ordered. Requested additional information from the patient. The patient has yet to respond back to our inquiry.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.